Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right atrial (ra) lead exhibited failure to capture and far r wave over-sensing. It was also noted that the ra lead had dislodged. The ra lead dislodgement was confirmed via chest x-ray. The ra lead was successfully repositioned on (B)(6) 2026. Patient condition was stable.